Event description:
It was reported that during the endoscopic vein harvesting procedure, when they began to cut the branches, device smoked excessively. A second vh-3000 was opened for the case and the procedure was completed. No further patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.